Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported: received notice of claim and medical records from counsel for patient. Letter states patient previously underwent roux en y gastric bypass procedure in 2003 and lost 200 lbs. Due to weight gain patient underwent a laparoscopic revision of the gastrojejunostomy and pouch on (B)(6) 2019. Letter further states patient underwent surgery on (B)(6) 2019 to repair gastric outlet obstruction and on (B)(6) 2019 surgery to repair a perforated viscus at the same facility. Letter alleges issues with ¿leaking along suture lines.¿

Manufacturer narrative:
(B)(4).